Manufacturer narrative:
We are attempting to have the unit returned for evaluation, after testing has been completed a follow-up report will be submitted.

Event description:
The company was notified on january 11, 2016 of an incident that occurred on (B)(6) 2015. A patient received 1st and 2nd degree burns to the face after his oxygen concentrator allegedly caught fire. The company is presently attempting to have the unit returned for testing.